Event description:
Reporter reports a leak from the twist clamp (white sleeve) of a minicap transfer set after an unk period of use. The affiliate reports no pt injury or medical intervention as a result of the incident.

Manufacturer narrative:
A device sample is anticipated, but has not yet been rec'd for eval. A f/u report will be submitted when the eval is completed.